Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2016. One used (B)(4) was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the used device found no anomalies. Mechanical testing confirmed that the jaws opened and closed normally using the handle. Additional testing was performed on porcine kidney tissue with multiple seals on vessels of various sizes, pressing different locations on the activation button. All seals were completed successfully and end tones were heard each time indicating completed activation cycles. The investigation found the device to function normally and within specifications. Review of the device history records for this lot found no potentially contributing entries to the reported issue, and no trend is associated with this complaint.

Manufacturer narrative:
Covidien reference #: (B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not seal. Another atlas ligasure device was used without issue to complete the procedure. No patient injury resulted from this event, and no further information is available from the user facility.